Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the implantable cardioverter defibrillator (ICD) was exhibiting charge time out. During device interrogation, programming changes were made and the ICD will continue to be monitored. The patient was in stable condition.